Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 12 mg/dl at the time of the incident. The customer had corrected for a high before they went low. The customer was at 150 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as seizures. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer will monitor the pump. Customer reported sensor glucose versus blood glucose differences. Customer also reported a previous incident where they had a motorcycle accident while wearing the pump. The insulin pump will not be returned for analysis.